Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: events reported via mw# 2210968-2020-04846, 2210968-2020-04847, 2210968-2020-04848, 2210968-2020-04849.

Event description:
It was reported that the packaging was marked 'not for human use'. There was no patient involvement reported. There were no adverse patient consequences reported.